Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of several system fault messages. To further investigate, a functional test was performed. Customer problem was duplicated just upon powering up. Main board was not operating as indicated. It was recommended the main board be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pumps, the pump exhibited error 41171. No patient injury reported.